Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the difficulty removing lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. The cds was curved more than 90 degrees due to the patient's rotated heart. The grasping of the leaflets was performed. During the final arm angle test; during the deployment process; the lock line could not be removed. The arm positioner was turned to neutral and the lock line was able to be removed. The release pin was removed and the arm positioner was in the open direction, the actuator knob was turned 8 times. The actuator was difficult to retract, the user had to retract the actuator knob very strongly, further than expected and the gripper line was removed. The clip was successfully deployed, reducing the mr from 4 to 1. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported difficult removing the lock line and actuator knob retraction issue could not be replicated in a testing environment as the lock line was not returned and the actuator knob was returned retracted, respectively. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use, states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. The investigation was unable to determine a conclusive cause for the reported actuator knob retraction issue as measurement of all the components met specification. In this case, it is possible that the user technique of retracting the actuator knob contributed to the user experience; however, this cannot be confirmed. The reported difficult removing the lock line appears to be related to patient morphology/ pathology (rotated heart) and user error due to curving the cds more than 90 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.